Event description:
Healthcare professional reported rupture. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on anterior side assessed surgical impact opening and observed opening on anterior side assessed surgical damage. (Shell thickness within specification). Additional observations: observed creases on the device. Observed wear abrasion on the device. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non-allergan device.